Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after 30minutes of use of product code, the gen11 generator presented a message on its screen to press the "next button", then followed with another message "change to new instrument". At this point, the surgeon removed the device from the patient and noticed the tip of the active blade broken. The surgeon and his team looked for the broken tip in the patient but could not locate it. They used x-ray to assist with the detection of the tip, but they were not successful. The procedure was delayed but there were no patient consequences.